Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3 and d6: the exact date of the event is unknown. The provided event date, 09/01/2025, was chosen as the best estimate based on the information provide. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular.

Event description:
It was reported that after the spaceoar placement procedure last september, the patient lost the hydrogel through the rectal wall, presumably through a small ulceration in the rectal wall after prior rectal wall infiltration. The patient had the radiation on hold for three months, until the mucosa was healthy. The patient is currently receiving the radiation treatment.